Event description:
We have had this device fail three times to where we are unable to insert the biopsy device into the introducer. One of the devices we had in the patient and were able to obtain one sample (although it was a struggle to get the device into the introducer). However, when we tried to re-insert the device, it wouldn't go past where the plastic hub is crimped onto the needle. We opened two other devices and attempted to insert the device into the introducer before putting it into the patient and were unsuccessful. We opened a new box with a different lot number and were able to finish the procedure. Rep statement: "I wonder if it's the old product before we made upgrades."